Manufacturer narrative:
No product has been returned. And a valid serial number has not been provided for the libre reader. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication, that the product did not meet the specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified, that would indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, and contact office email) have been updated from erica frank, erica.frank@abbott.com to audra fuentes, audra.fuentes@abbott.com. Section h4: (device manufactured date) has been updated, based on the extended investigation.

Event description:
A customer reported, the freestyle libre 2 sensor did not alarm for high glucose. And because of this, the customer experienced a loss of consciousness. Customer was incapable of self-treating. And was reportedly, treated with food by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor did not alarm for high glucose and because of this, the customer experienced a loss of consciousness. Customer was incapable of self-treating and was reportedly treated with food by a third-party. There was no report of death or permanent injury associated with this event.